Manufacturer narrative:
B.5. Narrative field; new updated and corrected information is referenced within the update statements in b.5. Please refer to statement dated 18oct2018 in the b.5. Field. No further follow up is planned. This report is associated with 1819470-2018-00171 since there is more than one device implicated evaluation summary: a male patient reported the injection screw on his humapen ergo ii device did not move and no insulin would flow out of the device. The patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch1605d01, manufactured may 2016). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. A complaint history review of the batch did not identify any atypical findings with respect to dose accuracy issues. There is no evidence of improper use.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint (pc), concerned an asian male patient of unspecified age. Medical history was not provided. Previous drug adverse reaction and family drug reaction were none. Concomitant medication included insulin glargine for unknown indication. The patient received insulin lispro protamine suspension 50%/insulin lispro 50% (humalog 50 100 u/ml) through a cartridge via reusable pen (humapen, unknown device and humapen ergo ii), six units thrice a day subcutaneously for the treatment of unknown indication beginning in 2015. On an unspecified date while on treatment with insulin lispro protamine suspension 50%/insulin lispro 50%, due to injection pen malfunction, the patient did not injected for two days (B)(4). Lot-unknown and (B)(4). Lot-1605d01) and resulted in blood sugar increased (no reference range was provided) and was hospitalized. In 2017, after discharging from hospital, he did not follow the medical dosage (six units thrice a day) and changed to ten units thrice a day by himself. Additionally he had hypoglycemia occasionally. Information regarding corrective treatment and outcome of events was not provided. The insulin lispro protamine suspension 50%/insulin lispro 50% was continued. The operator of humapen unknown device and humapen ergo ii and his/her training status was not provided. The humapen unknown device and humapen ergo ii models duration of use, suspect humapen unknown device and suspect humapen ergo ii durations of use were not provided. Humapen unknown device was used until unspecified date in 2017 and humapen ergo ii was still in use by 12-sep-2018; both suspect devices were not returned to the manufacturer. The reporting consumer was not sure about the relatedness of events with insulin lispro protamine suspension 50%/insulin lispro 50% therapy and did not provide the relatedness of events with suspect device. Edit 19sep2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Edit 25-sep-2018: upon review of information received on 12-sep-2018, recoded the suspect device from humapen unknown to humapen ergo ii. Updated the narrative accordingly. Edit 25-sep-2018: upon internal review the humapen ergo ii without lot number was updated to humapen unknown device, no more changes were performed. Update the narrative accordingly. Edit 04-oct-2018: pc was received from rcp on 28-sep-2018. Recoded the humapen unknown device to humapen ergo ii without lot number. Pc number was processed accordingly and no new information was added to the case. Edit 05-oct-2018: upon review of initial information received on 12-sep-2018, humapen ergo ii without lot number was updated to humapen unknown device, added details of device usage; (B)(4). Was reprocessed. Update narrative accordingly. Update 18oct2018: additional information received on 12oct2018 from the global product complaint database. Entered the device specific safety summary (dsss) and updated the medwatch and european and canadian (EU/ca) device fields for the suspect device associated with (B)(4). Entered the device specific safety summary (dsss); updated the medwatch and european and canadian (EU/ca) device fields; and added the date of manufacturer for the suspect device associated with (B)(4). Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
This is an initial report. A follow-up report will be submitted when the final evaluation is completed. This report is associated with 1819470-2018-00171 since there is more than one device implicated.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint (pc), concerned an asian male patient of unspecified age. Medical history was not provided. Previous drug adverse reaction and family drug reaction were none. Concomitant medication included insulin glargine for unknown indication. The patient received insulin lispro protamine suspension 50%/insulin lispro 50% (humalog 50 100 u/ml) through a cartridge via reusable pen (humapen, unknown device and humapen ergo ii), six units thrice a day subcutaneously for the treatment of unknown indication beginning in 2015. On an unspecified date while on treatment with insulin lispro protamine suspension 50%/insulin lispro 50%, due to injection pen malfunction, the patient did not injected for two days ((B)(4), lot-unknown and (B)(4), lot-1605d01) and resulted in blood sugar increased (no reference range was provided) and was hospitalized. In 2017, after discharging from hospital, he did not follow the medical dosage (six units thrice a day) and changed to ten units thrice a day by himself. Additionally he had hypoglycemia occasionally. Information regarding corrective treatment and outcome of events was not provided. The insulin lispro protamine suspension 50%/insulin lispro 50% was continued. The operator of humapen unknown device and humapen ergo ii and his/her training status was not provided. The humapen unknown device and humapen ergo ii models duration of use, suspect humapen unknown device and suspect humapen ergo ii durations of use were not provided. Humapen unknown device was used until unspecified date in 2017 and humapen ergo ii was still in use by 12-sep-2018; their return was not expected. The reporting consumer was not sure about the relatedness of events with insulin lispro protamine suspension 50%/insulin lispro 50% therapy and did not provide the relatedness of events with suspect device. Edit 19sep2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Edit 25-sep-2018: upon review of information received on 12-sep-2018, recoded the suspect device from humapen unknown to humapen ergo ii. Updated the narrative accordingly. Edit 25-sep-2018: upon internal review the humapen ergo ii without lot number was updated to humapen unknown device, no more changes were performed. Update the narrative accordingly. Edit 04-oct-2018: pc was received from rcp on 28-sep-2018. Recoded the humapen unknown device to humapen ergo ii without lot number. Pc number was processed accordingly and no new information was added to the case. Edit 05-oct-2018: upon review of initial information received on 12-sep-2018, humapen ergo ii without lot number was updated to humapen unknown device, added details of device usage; (B)(4) was reprocessed. Update narrative accordingly.